Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest discomfort. It was noted that the discomfort coincided when testing right ventricular (rv) lead threshold. The lead was reprogrammed and is still in use. A cardio echo is planned for the future. No further patient complications have been reported as a result of this event.